Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass procedure, when the surgeon was making the pouch, the surgeon was bale squeeze the handle and press the green button but the device did not fire. A new reload was used to complete the case. There was no patient injury.